Event description:
Information received indicates the right head siderail will not latch.

Manufacturer narrative:
The technician found the siderail mounting bracket was bent and worn hardware prevented the siderail from latching. The technician replaced the mounting bracket and the worn siderail hardware to repair the bed.